Event description:
Reporter indicated that their current programming wand will not program. Troubleshooting steps were performed. Connections were checked, battery was replaced, tried different wall outlets and ensured there was no electromagnetic interference. Programming wand still didn't program. Physician used another wand and had no issues. Pending product return and analysis.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.